Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. The reported patient effect of hypotension is listed in the perclose proglide instructions for use, as a known patient effect of use with suture mediated closure device procedures. Reportedly, the proglide smc device was used in a superficial femoral artery. It should be noted the electronic proglide instructions for use (eifu), states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). In this case, it is unknown if the reported violation of the IFU caused the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment and patient effects are related to the circumstances of the procedure. It is possible a partial capture occurred; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6 - medical device problem code 1494 clarifier: incorrect anatomy.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a proglide after an interventional left superficial femoral artery procedure using a 6f sheath. Reportedly, while the first proglide was advanced it was noticed as bent and buckling on itself the device was removed. Then another proglide was used and went through the entire process of closure, however, at the end it was noted that the device failed to achieve hemostasis. The patients blood pressure dropped. Surgical intervention was performed to achieve hemostasis and complete the procedure successfully. A reported clinically significant delay was reported in the procedure or therapy. No additional information was provided.